Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's implantable neurostimulator (ins) "does not last as long as most people". They clarified that the patient's first ins lasted 2.5 years and the longevity "gets less" with each ins. They mentioned the patient has had "4 or 5" of them. Patient services reviewed that battery longevity is dependent on usage and programming and they were redirected to their healthcare provider (hcp) to further discuss. No patient symptoms were reported.